Event description:
A report was received that the patient's ipg has moved and is causing pain. The patient has been prescribed antibiotics. The patient is scheduled to follow up with her physician for next course of action.